Event description:
It was reported that during a pt call, the crew started CPR and the pt started hemorrhaging. The device was then used on the pt and the electrodes were attached; however, the device would not proceed past the "connect electrodes" prompt. The pt was not resuscitated; however, the chief stated that he did not believe that the device failure contributed to the pt's outcome.

Manufacturer narrative:
(B) (4). The customer indicated that, due to the repair costs, the device will be taken out of service and will not proceed with physio-control's device eval. The cause of the reported failure could not be determined. A clinical review of the reported event determined that there is not enough info within the records reviewed to ascertain any contribution of the device to the reported outcome as the pt's record was not available. Also, the pt was reported as hemorrhaging.